Event description:
It was reported that during an unknown procedure, before applying the device, the surgeon performed proper techniques with the anoscope and dilator. Proper suture technique was performed. The device was then inserted, and the mucosa were pulled into the anvil with use of the suture threader. The device was then closed until the pointer fell into the green zone. They waited one minute before firing. Then the safety was released, and the surgeon pressed the handle to fire the device. However, no crunch sound was heard. And so the surgeon applied greater force, but still no crunch sound was heard. The surgeon had no choice to give up the firing. He opened the device, cut the suture thread so as to pull out the stapler. It was inspected and they found that the mucosa was only partially cut, with staples partially formed on the tissue. No complete donut formed. The stapler was then inspected and found that the washer was not cut through at all. The surgery was incomplete; the patient still has hemorrhoids after the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.